Event description:
The caller reported damage to a tandem charging cable, which broke inside the pump's usb port on (B)(6) 2025, and also damage to a tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer service team resolved the issue by arranging to replace the damaged charging supplies with a two-day shipping option.